Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported they reprogrammed the patient and activated the adaptive stimulation (as) the day of the report. The patient continued therapy but had improved and walked with a slight drag of his left foot. The stimulation was helping to reduce the pain.

Event description:
It was reported that the patient had been implanted friday prior. The patient walked into the hospital but was not able to walk out. The patient was admitted because, starting right after the procedure, the patient was only able to use one of his legs, the patient could not put any weight on the other leg and was having a lot of stomach pain. They talked to the healthcare provider (hcp) and may have to take the unit out. The patient was having abdominal pain and weakness in the left leg. As a result of the event, reprogramming was done. After the implant, the patient complained of abdominal pain and had left leg weakness. The ¿lami lead was turned on¿, on december 3, 2014 to see if that helped with the pain. Patient status at the time of the report was alive, with injury of left leg weakness. The patient was transferred to a rehab facility. Information regarding cause of event, actions taken to resolve the issue, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.